Event description:
On 06/15/2006, nellcor puritan bennett received a report of leaking issues on a low pressure cuffed tracheostomy tube. The caller reported "that the devices are leaking between the sleeve and the catheter." The caller also reported that the pt had to be re-intubated.

Manufacturer narrative:
Investigation of this complaint is currently in progress. The sample associated to this report is not available for evaluation.